Event description:
It was reported that the device was in the sterile processing department. The device was returned. No patient symptoms were reported.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4). Analysis of the lead, lot # v244759031, found that the lead body was broken at the anchor site. The #5 wire was broken 7.4 cm from the distal end.